Event description:
It was reported that the staff was trying to lower the cot to its lowest position and the patient fell off as the cot flipped to the side. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue of the cot tip event could not be confirmed as the customer could not be reached and no further information could be obtained, however, it was found through trending that a likely cause for the cot tip event may be attributed to user error.

Event description:
It was reported that the staff was trying to lower the cot to its lowest position and the patient fell off as the cot flipped to the side. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.